Event description:
It was reported that a device was used during a laparoscopic low anterior resection. The anvil was too loose and popped off after the device was fired causing the device to tear the anastomosis and fire a very loose staple line. The surgeon completed the case by hand sewing the anastomosis. There were no patient consequences.